Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d)exhibited noise on the ventricular sensing channel as well as the atrial channel. This noise was sensed by the device, and resulted in brief pauses in brady pacing, during which time the patient experienced lightheadedness. The patient did not report a loss of consciousness. Technical services (ts) discussed attempting to recreate the noise through valsalva maneuver. In addition, ts discussed modifying the sensitivity of the device from the current nominal setting to least.